Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
The is one of two events associated with this event 1225714-2014-14760 and 1225714-2014-14761. Upon receipt of additional information, a supplemental report will be submitted.

Event description:
Additional information was received, the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.

Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on an unknown date after use of the product.